Event description:
It was reported that a patient was going to have an MRI and during the process of programming the device off, the nurse treating the patient obtained high lead impedance readings. The patient underwent prophylactic generator revision approximately 4 months prior to the high lead impedance. The patient had the lead replaced as a result of the high lead impedance. Good faith attempts to obtain additional information including specific diagnostic results obtained, product return for analysis, and if any trauma or manipulation occurred have been unsuccessful to date.